Manufacturer narrative:
(B)(4). Batch # n57557. Photo evaluation: one photo was provided. The picture shows 14 not complete formed staples over a paper. The condition on the staples is consistent with a device not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Based on the photo alone the event describe is confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Device evaluation: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that staples malformed. During the esophagectomy, after fired without audible feedback, noted the staples malformed, removed the malformed staples as the picture shows. Suture was used to sew the wound. The washer was not cut, after surgery, the surgery re-fired, could cut the washer. There were no adverse consequences to the patient.